Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the reported event. There was no image due to a broken cable. There was also a broken pin on the charge-coupled device unit and several pins were bent. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use, there was no image displayed from the subject device. There was no effect on the patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image has occurred due to the disconnection of the cable. The cause of the cable failure could not be estimated. It is also likely that the image does not come out has occurred due to the bending of the pin of the charge-coupled device (ccd) unit. The cause of the bent pin could not be estimated. Damage to the camera cable can be prevented by following the instructions for use which states:"never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. When attaching and detaching the sterile camera drape or wiping the camera cable. Be careful not to apply excessive force to the camera cable. The camera cable could be damaged."olympus will continue to monitor field performance for this device.